Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that there was no issue with the device. The patient used the stimulator 24/7 and the battery became depleted/end of service (eos). It was unknown if the patient experienced symptoms in relation to this. It was also unknown if the patient had the device replaced. Normal usage had caused the battery depletion.

Event description:
Additional information received reported the implantable neurostimulator (ins) died within a year.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were seeing an elective replacement indicator (eri) message. The patient was dissatisfied with the longevity and noted that it was supposed to last for longer than a year. The patient did not use the device 24/7. There were no patient symptoms reported. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.